Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in shocking impedance measurements from 50 ohms to 125 ohms over the past four months. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.